Manufacturer narrative:
A product investigation was conducted. Visual inspection: the vertebr-body retainer (p/n: 03.820.111, lot number: t159598) was received at us cq. Visual inspection of the complaint device showed one of the dowel pins was missing since the laser weld had broken. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as one of the dowel pins was missing since the laser weld had broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.820.111, lot number: t159598, manufacturing site: (B)(4), release to warehouse date: 13-nov-2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spine surgery performed on (B)(6) 2021, the vertebral body retainer was defective. One bolt of the arm was missing which should be welded in place. The surgeon had to perform additional x-ray to ensure the bolt was not residing within the patient. The bold was not identified within the patient. It is unknown if the bolt was already lost during cleaning & sterilization or it is found introp. There was five (5) minutes surgical delay. Procedure was successfully completed. During manufacturer's investigation of the returned device it was identified that one of the dowel pins was missing since the laser weld had broken. This report is for one (1) vertebral body retainer. This is report 1 of 1 for complaint (B)(4).